Event description:
A customer reported experiencing a cgm error 42 related to their g7 sensor. There was no adverse impact to the customer's blood glucose level. The issue was resolved after the customer received guidance from the technical support team to perform a pump reset. Following the reset, the cgm error was resolved, and the customer was able to rejoin the existing g7 sensor session, reload the cartridge, and continue insulin deliveries.